Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the right eye 2009. As part of the study, the pt reported that she was experiencing a halos around lights at night. Circular reflections in certain lighting and very large floater less than four months after surgery. Further info requested but not yet forthcoming. Any additional info will be submitted by a supplemental. See MFR report # 2023826-2009-00983 for the left eye.

Manufacturer narrative:
Evaluation: results: a work order search was conducted and there was no similar complaints found.